Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. From the provided photo, it was confirmed that the tissue pad was peeled off. The manufacturing record was reviewed and found no irregularities. It is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during an open liver resection using three devices, the following event occurred. The tissue pad was severely worn after 5 or 10 minutes of use of the first device. The user exchanged the first device for the second device. The tissue pad of the second device was also worn. None of the pads fell off. The intended procedure was completed with the third device. There was no patient injury reported. This is the report on the first device.